Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead - 2010 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead exhibited a loss of capture at maximum voltage and the lead was found to have dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.